Event description:
It was reported that during a thermal balloon ablation procedure the physician had difficulty achieving a negative pressure of 200 at the start of the case. On second attempt there was no difficulty in obtaining negative pressure. The physician filled the balloon to 180 mm hg with 11cc of fluid, the procedure initiated uneventfully. At 6.5 mins into the treatment cycle, she noted fluid leaking from the cervix and the machine shut itself off. An error code was observed but not provided. Physician waited for 2 minutes to allow cooling of balloon to 47 degrees and then deflated the balloon. Physician recovered 5cc from the balloon and 5cc out of the posterior fornix of the vagina. There is a second degree burn noted on the cervix. Physician placed silvadene cream on the cervix. On inspection of the balloon upon removal, physician observed a hole on the lateral surface of the midportion of the balloon, pin-hole in size. Physician also reports seeing "a sharp pin sticking out of heating element" that appeared to have punctured the balloon at the apex. She refilled the balloon with 10 cc of fluid after the case and saw fluid leaking from the lateral site only. The physician observed pt over the next 7-10 days for any late-onset complications, but none occurred.